Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn: 2183161-2025-00037-00. The date of that submission was 3/4/2025 one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device firmware. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device firmware was reloaded, and the device passed all testing.

Event description:
It was reported that the device was received back from repair with an error message (red screen error). There was no patient involvement, and no patient harm/adverse event reported.